Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was described as "high"; no exact bg value was provided. A manual injection was administered to address the bg level. The contact stated that the customer disconnected from the pump and discarded all pump supplies that were in use during the occlusion alarms. No issues were noted to the infusion set or the infusion set site. As the pump supplies in use during the occlusion alarms had been discarded, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.